Manufacturer narrative:
Alleged failure: cib: (B)(6). Dept: surgeryissue: when turned on it was not pumping but the motor was still running/ unit was hot-wcb the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s the disconnected battery. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.